Manufacturer narrative:
An event regarding fracture involving an acetabular reamer handle was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the event. Examination of the fracture surface confirmed the device fractured in overload. -medical records received and evaluation: not performed as it was reported there was no patient impact. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded the instrument fractured due to overload after approximately 7 years of service. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
It was reported that the unit the connection area with the reamer was broken during reaming bone. No particles were remained in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit the connection area with the reamer was broken during reaming bone. No particles were remained in the patient.